Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g4,g7,h1,h2,h3 and h6. As reported, a 4mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used for inflation at the superficial femoral artery (sfa) with occlusion; however, when it was inflated, it ruptured at 12-14 atmospheres (atm). It was then removed and was replaced with a new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. This was for an in-stent restenosis with occlusion case. The lesion was the left sfa which had moderate calcification. There was no vessel tortuosity but had 100% stenosis. The device was used for a chronic total occlusion (total occlusion >3 months. A 5f guiding sheath (unknown) was used with a contralateral approach from the right inguinal region. An 0.014 guidewire (unknown) crossed the lesion. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The balloon did not maintain pressure during inflation and the balloon burst. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82186283 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a chronic total occlusion likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; damage to balloon material may have occurred in the attempt to cross or during inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used for inflation at the superficial femoral artery (sfa) with occlusion; however, when it was inflated, it ruptured at 12-14 atmospheres (atm). It was then removed and was replaced with a new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. This was for an in-stent restenosis with occlusion case. The lesion was the left sfa. A 5f guiding sheath (unknown) was used with a contralateral approach from the right inguinal region. A 0.014 guidewire (unknown) crossed the lesion. There was no difficulty removing the product from the hoop, protective balloon cover or when removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device was prep normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. Vessel / lesion characteristics: the lesion had moderate calcification. There was no vessel tortuosity and there was 100% stenosis. The device was used for a chronic total occlusion (total occlusion >3 months. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. T the balloon did not maintain pressure during inflation and the balloon burst. The device will not be returned for evaluation as it was already discarded in the hospital.